Event description:
A user grabbed the side rail of the bed to position themselves when the side rail mounting bolt allegedly "dislatched" causing the side rail came off the bed. This resulted in the resident falling out of bed and sustaining a fractured rib and possible add'l injuries. User was been hospitalized as a result of the fall.

Event description:
A user grabbed the side rail of the bed to position themselves when the side rail mounting boil allegedly "dislatched" causing the side rail came off the bed. This resulted in the resident falling out of bed and sustaining a fractured rib and possible add'l injuries. User was hospitalized as a result of the fall.